Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received an innapropriate shock following treadmill exercise. This shock was due to the device double counting sinus tachycardia beats. Technical services (ts) was informed that the maximum tracking rate (mtr) was programmed to 105 beats per minute, and that a single vt zone was programmed. Ts review of the faxed electrograms revealed a sinus tachycardia of approximately 110 beats per minute at the time of the episode. Ts discussed increasing the mtr to 115-120 pulses per minute. In addition, ts discussed programming a multizone configuration with detection enhancements. The sales rep will discuss these recommendations with the physician.